Manufacturer narrative:
H3: device has not yet been returned for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had a ventilator low tidal volume alarm at 9:25. The doctor was informed that the air bag pressure was estimated to be 22cmh2o, and it was immediately inflated to 32cmh2o. After calibration, the ventilator low tidal volume alarm occurred again at 9:27. The air bag pressure was 24cmh2o and the air bag was suspected to have a leakage. The endotracheal intubation was replaced at 9:30. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D4: UDI updated. H6: evaluation codes updated. Device evaluation: no sample was returned for this complaint. Photos were not provided to confirm the reported failure mode. Testing was not conducted for the investigation. If the product is returned at a later date, the complaint will be reopened for further investigation. No non-conformances were found during the DHR review.